Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal cramping') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastrointestinal disorder, infection and sepsis. On unknown date hysterosalpingogram should done. Results not provided. In 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (laparoscopic removal of both fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, back pain, migraine, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, headache and migraine to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2018, other (please specify) - laparoscopic removal of both fallopian tubes; novasure uterine ablation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: plaintiff fact sheet received. Events added from pfs- abdominal cramping, lower back pain, migraines, headaches, dyspareunia (painful sexual intercourse). Medical history, reporter information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.